Event description:
It was reported that the blood coagulated within the device and could not be transferred to the pt. A second device was used and the same event occurred. One hundred ml of blood was discarded. No pre-donated or bagged blood was required. There were no adverse consequences reported related to this event.

Manufacturer narrative:
The device will not be returned to the MFR for eval.